Event description:
It was reported to philips that the device had an ECG malfunction.

Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported to philips that the device had an ECG malfunction. There was no patient involvement.